Event description:
As reported, the stent of a palmaz blue 6mmx17mm .014 stent delivery system (sds) was dislodged during pb stent's release. There was no reported patient injury. The stent was removed from the patient. After balloon, dilatation, the stent was offloaded and the operator pulled the stent to the femoral artery with an unknown guidewire. The stent was then removed with forceps. Another unknown stent was used to complete the procedure. There was no patient injury during this procedure. The user is trained to the device. The device stored and prepped according to the instructions for use (IFU). The device opened in a sterile field. The status of the patient is "good". There was no difficulty removing the product from the packaging. The stent was manipulated on the sds. The balloon was partially inflated to maintain the stent in place. There was no damage or deformation noted on the stent. There was no resistance met while advancing the device. The target lesion was severely calcified, had no tortuosity, and no acute or bifurcating angles. The target lesion had a 70% stenosis. The balloon catheter was removed normally. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b1, b2,b5, g3, g6, h1, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review from additional images received. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, the stent of a palmaz blue 6mmx17mm .014 stent delivery system (sds) was dislodged during pb stent's release. There was no reported patient injury. The stent was removed from the patient. After balloon, dilatation, the stent was offloaded and the operator pulled the stent to the femoral artery with an unknown guidewire. The stent was then removed with forceps. Another unknown stent was used to complete the procedure. There was no patient injury during this procedure. The user is trained to the device. The device stored and prepped according to the instructions for use (IFU). The device opened in a sterile field. The status of the patient is "good". There was no difficulty removing the product from the packaging. The stent was manipulated on the sds. The balloon was partially inflated to maintain the stent in place. There was no damage or deformation noted on the stent. There was no resistance met while advancing the device. The target lesion was severely calcified, had no tortuosity, and no acute or bifurcating angles. The target lesion had a 70% stenosis. The balloon catheter was removed normally. Image review was completed and showed a vascular sheath or guide catheter in the region of the left common femoral artery. A partially deployed stent is in the sheath. The same catheter is then shown with the stent inside while it was being removed. The device will be returned for evaluation. Two mp4 files and a single jpeg file were submitted for review. The single jpeg image shows a vascular sheath or guide catheter in the region of the left common femoral artery. A partially deployed stent is in the sheath. The two mp4 files show the same catheter with the stent inside while it was being removed. The device was returned for analysis. A non-sterile ¿blue/aviator plus 6x15/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected observing the following conditions: the balloon was received not inflated with the stent dislodged. The stent is included in the plastic bag presenting no damages or anomalies. No other outstanding details were observed. The balloon area and the stent were inspected using a vision system to get an amplified image. The stent strut marks were observed on the balloon surface indicating that the device complied with the stent crimp process. The stent does not present any damages or anomalies. The reported ¿stent dislodged¿ was confirmed during analysis of the returned device and images provided for review. However, the exact cause cannot be determined. Balloon expandable stents are typically used to treat short length lesions. The pinpoint accuracy during placement and high radial strength are well understood advantages of using balloon expandable stents. Stent dislodgement during placement is a well-known potential complication of this technology. Years ago, the treating physician was required to hand crimp the stent onto the balloon catheter. Stent dislodgment after hand crimping was reported to happen in up to 8% of cases. Today, balloon expandable stents are machine crimped onto the balloon which makes dislodgment a rare event. Stent dislodgment is more common in heavily calcified, small caliber arteries with acute angulation. Great care must be taken when advancing the undeployed stent across the stenosis. If there is concern for potential dislodgment a sheath or guide catheter can be advanced across the target segment and the stent is advanced into position within the sheath. The sheath is then retracted, and the ¿unsheathed¿ stent is then deployed. As in this case, if the dislodged stent remains on the wire, the operator can try to advance the balloon back across the stent and partially inflate it. This will lock the stent onto the balloon, and it can usually be removed or deployed in a normal segment of artery. If the stent is off the wire, it can sometimes be compressed against the vessel wall by placement of another stent. Surgical removal is also another option. Full evaluation of this event is limited due to paucity of information and images. From the information provided it appears that dislodgement of the stent occurred secondary to heavily calcified artery with high grade stenosis. This is a well-documented potential complication of balloon expandable stents. The treating physician handled the event well and the patient experienced no complication. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ there is no evidence from the information provided that a product defect or manufacturing issue contributed to this event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent of a palmaz blue 6mmx17mm .014 stent delivery system (sds) was dislodged during pb stent's release. There was no reported patient injury. The stent was not deployed, and the stent was withdrawn directly. The stent was removed from the patient. The stent was "pulled up" to the femoral artery with an unknown guidewire, then an operation was performed and the stent was removed with the forcep. Another unknown stent was used to complete the procedure. There was no patient injury during this procedure. The user is trained to the device. The device stored and prepped according to the instructions for use (IFU). The device opened in a sterile field. The status of the patient is "good". There was no difficulty removing the product from the packaging. The stent was manipulated on the sds. The balloon was partially inflated to maintain the stent in place. There was no damage or deformation noted on the stent. There was no resistance met while advancing the device. The target lesion was severely calcified, had no tortuosity, and no acute or bifurcating angles. The target lesion had a 70% stenosis. The balloon catheter was removed normally. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.